Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product investigation: returned device received condition - spindle broken off. Manufacturing investigation: device history record review revealed no irregularities. Investigation conclusion summary: returned device corresponds to drawings and processes at the time of manufacture.

Event description:
(B)(4). The user facility complained to a synthes sales consultant that the locking mechanism on a vertebral body spreader (pdl114) broke during a procedure. All pieces were retrieved and a second vertebral body spreader (pdl114) was used to complete the procedure. No patient harm was reported.